Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: at the start of the case, the surgeon noticed that the handpiece would activate without the activation button being pressed. Investigation conclusion: the reported issue was not confirmed. The generator passed the functional test, the monopolar power output test, and the bipolar power output test. There were no failures found. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the surgical case, the surgeon reported the aquamantys handpiece would activate without the activation button being pressed. There was no surgeon or patient injury reported.